Manufacturer narrative:
An internal biomérieux investigation was performed. This investigation was initiated due to a discrepant ceftazidime result for a strain pseudomonas aeruginosa between the ast-n240 card (mic 8 s) and kirby bauer (r) results obtained by the customer. We performed reference method to determine the intended result to ceftazidime: agar dilution which is the method used for the development of the ast-n240 card (caz01n formulary): caz mic = 16mg/l r remark: at one doubling dilution, there can be s or r. In parallel we tested vitek® 2 cards ast-n240 with 3 different lots ( customer lot 1 640389710 ,customer lot 2 6400138103 and a random lot 640383710) . Interpretation according to aes parameter casfm -eucast 2015 +phenotypic ,corresponding to breakpoint eucast 2008 on vitek® v7.01: ceftazidime [s<= 8 - r>8]. We obtained caz mic =16 mg/l (r) whatever the lots tested. Mic caz is in essential agreement with the reference mic (ad) with no category error. The ast-n240 card is performing as expected and no further action is required.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(4) reported the occurrence of false susceptible ceftazidime (mic = 8) result for pseudomonas aeruginosa in association with the vitek® 2 ast-n240 test kit. Repeat test obtained the same result. The ceftazidime result via disk diffusion method was resistant (<16 mm). Note: though the ast-n240 test kit is not marketed or sold in the united states, ceftazidime antibiotic is registered with the FDA and is contained on other vitek® 2 test kits that are marketed/sold in the united states. The customer stated the discrepant susceptible ceftazidime result was not reported to the physician, and therefore had no impact on patient therapy. The resultant delay, due to repeat vitek® 2 ast-n240 testing and testing via alternate method (disk diffusion), had no adverse impact to the patient's state of health. Culture submittal was requested by biomérieux for internal investigation. Biomérieux investigation has been initiated.